Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had a black circle on the screen of the insulin pump. The customer stated that he was unable to remove the black circle from the screen. Advised customer how to rewind the insulin pump as well as complete the priming process. The customer stated that the black dot disappeared. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.